Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature was below specifications, and ice formed along the entire vacuum sleeve on the needle shaft, confirming the reported complaint. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible signs of damage to the vacuum sleeve. Review of the needle manufacturing records did not identify any vacuum sleeve malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
Two needles were used in a cryoablation procedure. During the first freeze cycle, frost started to collect on the needle shaft. The technician put wet gauze around the needle to prevent skin injury. The case was completed with no injury to the patient. The needle will be returned to the manufacturer for investigation.